Event description:
It was reported that the implantable cardiac monitor (icm) recorded several atrial tachycardia (at) episodes that are sinus and not at. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).